Event description:
Stent came off balloon as the doctor attempted to advance into right coronary artery (rca). The stent did not go smoothly through the proximal portion of the rca. Resulted in the doctor manipulating the catheter without success. The stent catheter was removed, the stent was no longer on the balloon. After many angiograms, the stent was located in the proximal rca and then deployed with a different balloon. No harm to the patient.